Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Revision procedure went as planned, however in the final stages of the operation the tab breaker was broken whilst using it in the prescribed manner. Rep was present and inspected the device which had a small portion break away from it. Fragment was retrieved. No fragments left in patient. This did not have a significant impact or the procedure or the patient. Delay less than 1 minute. Satisfactory patient outcome. Reason for revision: extension of construct for adjacent level degenerative pathology. Patient activity levels low. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
One (1) verse closed tab breaker body [product code: 2997-04-310, lot no: pu102884] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the leaf spring located on the side of the distal end of the tab breaker had become completely broken off. This may have occurred by placing an unexpectedly high amount of force on the leaf spring by moving the tab breaker from side to side in an attempt to break the tab as opposed to simply backward and forward as recommended by the surgical procedure for verse products. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the leaf spring breaking off cannot be positively determined. However, the observed damage likely suggests that an unexpectedly high amount of force was placed on the leaf spring by moving the tab breaker from side to side in an attempt to break the tab as opposed to simply backward and forward as recommended by the surgical procedure for verse products. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.